Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported failure was determined to be expected or random component failure resulting from deformation or distortion caused by an applied force, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the device evaluation, missing adhesive was found around the objective image lens of the fiberscope. There was no patient involvement.